Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance(pm), the cardiosave intra-aortic balloon pump (iabp) with display isn't closing. A getinge field service engineer evaluated display not closing and replaced hinges (d105-00-0138-02). Full calibration and tested the unit. The product passed all functional/ safety testing. Returned the unit to the customer.no patient involvement. The failure analysis and testing department received hinge serial number: n/a and serial number: n/a with a reported unit failure of display wouldn¿t close. The failure analysis and testing dept. Performed a visual inspection of the part received and found the hinge is broken. Due to the broken hinge, the fat dept. Cannot install and investigate any further. Retaining the hinges in the failure analysis and testing dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units display isn't closing. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a